Event description:
It was reported that an alert was detected for right atrial automatic threshold (raat) suspension. Technical services reviewed device data and determined the raat failed to measure the threshold due to low evoked response (ER) but a few days later it was successful. This patient is being monitored remotely. No adverse patient effects were reported. This device was explanted and replaced.

Manufacturer narrative:
Corrected fields: bsc aware date g3.

Event description:
It was reported that an alert was detected for right atrial automatic threshold (raat) suspension. Technical services reviewed device data and determined the raat failed to measure the threshold due to low evoked response (ER) but a few days later it was successful. This patient is being monitored remotely. No adverse patient effects were reported. This device was explanted and replaced.